Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple loss of prime warnings with low non-zero force.   During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues.  The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification.  The original complaint of a prime issue was unable to be duplicated.